Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The lesion was located in a chronic total occlusion of the peritoneal artery. While advancing the 014/300 platinum plus¿ guide wire through a non bsc 018 crossing catheter the guide wire became kinked. Resistance was encountered while trying to withdraw the guide wire from the crossing catheter. The entire system was removed as a unit without incident. A v18 guide wire was then used to cross the lesion, and rotational atherectomy and balloon dilatation were performed to complete the procedure. No patient complications were reported.